Manufacturer narrative:
One device has been returned for investigation. The investigation is not complete. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. A follow up report will be submitted when the investigation is complete. On (B)(6) 2016 we became aware that this report was submitted within the required 30 day time window through the test server. Reference acknowledgement on (B)(6) 2016 with (B)(4).

Event description:
The account reported a foreign object inside the fluid path of the stopcock. This was identified on incoming inspection and was not used on a patient.

Manufacturer narrative:
The device was visually inspected and the complaint is confirmed. Contamination larger than the acceptable criteria was found. The root cause is attributed to an unclean work area.